Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated she went to "settings" and saw an error message on the (B)(6) 2022 pt stated her stim stopped working. Pt stated when she tries to increase her stimulation she is getting message "settings not available. Pt stated she had an "accident" pt clarified she picked up her dog and she turned to set him down and he weighs over the limit she is supposed to lift - pt stated she screamed really loud and it hurt really bad when she did that. Pt called the hcp and notified them and they told pt to monitor the issue. Pss is sending a message to the local field rep about the event and error message.